Event description:
One day after the event, the patient reported he found a discrepancy in the memory of his insulin infusion device. He stated he delivered 4 boluses during the day of the event, but can not find the boluses listed in the bolus history. He said he can find his boluses for 2008. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.